Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that four days post implant procedure, the right atrial (ra) lead exhibited unstable, high threshold and undersensing. It was noted that hematoma was observed. The ra lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.